Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for hyperglycemia. The patient's blood glucose result from the hospital's meter was "hi". The patient was treated with an unknown "drop" and received insulin administration with a syringe. The patient was in the hospital from (B)(6) 2017. The infusion device was requested to be returned for product evaluation.